Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and removal of the device; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) on (B)(6) 2016, an unspecified bard/davol ventrio st (device #2) on (B)(6) 2016, and an unspecified bard/davol bard soft mesh on (B)(6) 2017. Attorney alleges on or about (B)(6) 2016, patient underwent surgery for the removal of hernia mesh implanted on (B)(6) 2016. Also alleged, on or about (B)(6) 2016, patient underwent surgery for the removal of hernia mesh implanted on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st (device #1) and the ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries.